Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the coulter lh750 hematology analyzer slide stainer was leaking mostly clear fluid with a slight stain from bath 4. Customer stated that the leak was confined to the drip tray. On the same day, the field service engineer (fse) inspected the instrument and found that the peristaltic pump (p4) of bath 4 was leaking because there was a hole in the tubing. The fse then replaced the pump and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.